Event description:
Patient had interbody fusion procedure with good post-operative results. Approximately three months later, new left lower extremity pain developed and films showed bone in the foramen on the left side. The device was explanted and replaced approximately seven months after the original surgery and patient is reported to be doing well.

Manufacturer narrative:
Post-operative imaging was reviewed. Review shows that the left l5 pedicle screw closely abuts the inferior aspect of the filled device, and may have damaged it. Device may have been damaged during its initial placement, or during tapping for the screw, or during placement of the screw itself.